Event description:
The user alleges the tracheostomy tube was inserted in 2006. The next day the pt had difficulty breathing and the tube was replaced. When the tube was soaked in water air leakage through the cuff was found. No adverse outcome to patient.